Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery (lad). The lesion was pre-dilated with 2.75 x 12 mm semi compliant balloon. A 3.00 x 38 mm promus elite stent was deployed to treat the target lesion. The stent was fully expanded and deployed at 11 atmospheres with no issues encountered. A 3.25 x 12 mm non-complaint balloon was used to post dilate the stent. After the stent was post dilated, a proximal edge dissection at the proximal part of the stent was noted. Another 3.00 x 20 mm promus elite stent was deployed proximally, overlapping to cover the dissection, and successfully complete the procedure. The patient was stable post procedure and fully recovered.